Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical provided instructions to reset the pump, and the customer was assisted with the reset process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump with the understanding to report any future issues.